Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medication on both stations. A technical support specialist found devices lost communication due to server reboot, run script to check the reason for the critical override on the stations and both had been put in critical override manually on, checked both stations and stations are communicating currently to the server and no uploads/downloads issue, and also checked that messages were also crossing over to the server currently. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user was unable to pull medication on stations. The customer reported that a malfunction occurred while the user was attempting to dispense medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user was unable to pull medication on stations. The customer reported that a malfunction occurred while the user was attempting to dispense medication. However, there were no adverse events or injuries reported based on this event.